Event description:
The pt was on continuous veno venous hemodiafiltration (cvvhdf) continuous renal replacement therapy (crrt). In the morning, the prismaflex machine alarmed dialysate bag empty. The mute button was pushed, the scale opened and the dialysate bag changed and the scale was closed. It was noted that the replacement bag was near empty. The replacement scale was opened and the replacement bag was changed. Once the replacement scale was closed, the continue button was pushed to resume therapy. The machine alarmed scale malfunction. The mute and retest buttons were pushed. The machine and blood pump would not resume therapy. The practitioner was unable to give blood back and the cassette was unloaded. The staff attempted to prime a new circuit but the alarms continued.